Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology due to small fail and thin leaflets. The reported poor image resolution was due to patient anatomy and shadowing. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3+, small flail, and thin leaflets. A triclip xtw was inserted and deployed on the tricuspid valve. A second triclip xtw was then inserted and deployed on the tricuspid valve. However, difficulties visualizing the clip occurred and the second clip had detached from the septal leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, a third triclip xtw was deployed on the tricuspid valve, reducing tr to a grade of 2 it was noted that the first clip was stable on both leaflets. There was no clinically significant delay in the procedure.